Event description:
Pt apparently became disconnected from the ventilator. No alarms were heard until the cardiac monitor alarmed. Pt asystolic and cyanotic; compressions initiated with success. It was reported that the ventilator would alarm if the pt circuit was detached, but if the circuit and sensor detached it would not alarm. No problem found with either the ventilator or monitor. However, an infant flow sensor was being used for flow rates of greater than 20. The excessive flow through the infant sensor resulted in turbulance that generated pressures high enough to avoid triggering the vent alarms. The unit was pulled from service to evaluate. The info concerning this unit, along with the need to use a pediatric sensor for flows of 2-120 lpm and when in volume cycled modes was communicated to staff.